Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms chest pain. The customer treated with a shot. Customer's blood glucose value was 462mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was assisted with manual prime and reported that the insulin exited and was able to perform a complete rewind. The customer called back to perform high pressure test and the insulin pump passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.